Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: charged coupled device have failed and it is assumed that water has penetrated inside the connector, resulting in flooding. A probable root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited no image output, corrosion on the scope mount and free lock lever, water immersion in the video connector, crack in the video connector and deterioration of the main unit's imaging. There was no patient involvement.